Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient complained of experiencing diaphragmatic stimulation. The left ventricular lead exhibited oversensing. The patient presented to the clinic and the device was successfully reprogrammed. No additional information was reported.